Manufacturer narrative:
The territory manager confirmed that the implant procedure was performed in a sterile environment, sterile field handling protocols were used, the procedure was completed in accordance with the product instructions for use, and the sterile barriers of all product used were intact prior to implant. The procedure was completed without complication, and the patient returned home the same day. On (B)(6) 2019, the patient reported to the territory manager that the incision site was red and warm to the touch. At a follow-up appointment with the implanting clinician that same day, the implanting clinician provided the option to either be treated in-office with antibiotics or be treated at the emergency room. The patient's partner requested hospital treatment, and the patient was admitted to the emergency room on (B)(6) 2019, for possible infection. Cultures taken on the day of admission returned positive for infection at the implant site. Based on this information, the infection was confirmed/replicated, there is no evidence that product did not meet specification and the stimulator is used for treatment of pain. The cause of the infection is unknown/no problem found. Device history record was reviewed and there were no non-conformances and product met specification at final release.

Event description:
Stimwave quality has investigated the details regarding a complaint of an infection reported to stimwave on july 9, 2019, by territory manager. The territory manager was made aware of the issue on (B)(6) 2019, when contacted by the patient.